Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during deployment of the tracheobronchial stent graft in the brachial vein via access through a forearm loop graft, resistance was met and the sheath of the delivery system seemed to be fractured. The stent graft could be deployed successfully at the target site and the entire system was removed without issue. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned stent graft delivery system confirmed the reported deployment issue. The outer catheter was found to be elongated indicating the presence of high deployment force during the attempt to deploy the stent graft. The fracture of the outer catheter distal to the handle can also be confirmed. As reported, the stent graft could be deployed successfully. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with difficult anatomic conditions leading to increased friction during deployment and subsequent sheath fracture. Reportedly, the tracking anatomy was curved and the target anatomy was not tortuous. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device states that the device must be flushed with sterile saline prior use. Regarding the patient anatomy, the IFU states that the proximal end of the stent graft must be positioned in a straight section of the lumen.